Event description:
Patient had an infected knee that needed to be removed. The implants were removed and an triathlon all poly component was used as a spacer.

Manufacturer narrative:
Additional devices listed in this report: cat 5536-b-800, lot ecbjh, description: tritanium bplate triathlon s8; cat 5554-l-381, lot ean7a, description: triatanium mb patella pa a38; cat 5516-f-801, lot unk, description: triathlon p/a ps beaded #8l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation can not be performed as no items associated with the event were returned or made available for evaluation. No medical records or x-rays were made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies.. There have been no other events for this lot. Review of the sterilization records verified the sterility of the reported product lot. The reported event is not device related. It is noted that when the double barrier packaging is opened, the sterility of any device becomes a function of handling and surgical technique and is beyond stryker's control. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
Patient had an infected knee that needed to be removed. The implants were removed and an triathlon all poly component was used as a spacer.